Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set came apart. This occurred during patient set up. The registered nurse (rn) stated that when they were about to connect the transfer set it came apart, in the part that does not normally disconnected. The rn mentioned it was hard to describe the disconnection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with naked eye noted a separation of the main body from the female connector, and there was no visible solvent noted on the chip. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was verified. The cause was determined to be manufacturing related due to no visible solvent resulting in an insufficient bond. Should additional relevant information become available, a supplemental report will be submitted.